Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and an inappropriate shock due to atrial fibrillation (af) with a rapid ventricular response. Upon review of a transmission, the health care professional (hcp) was concerned with left ventricular loss of capture. Technical services (ts) discussed that the left ventricular automatic threshold (lvat) test was in suspension mode due to fusion beats. However, the loss of capture was questionable. Further evaluation was recommended. At this time, the product remains in service and no adverse patient effects were reported.